Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later, the patient experienced mesh erosion, urinary tract infections, abdominal pain and stress incontinence. A removal of the mesh was performed.